Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up", journal of neurology (2007) 254:99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in consecutive pts. The article describes results of a study involving pts being treated with bilateral-stn dbs for advanced parkinson's disease. Parkinsonian status was investigated postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. Five pts experienced eyelid-opening apraxia post dbs implants and were treated with botulinum toxin injections.

Manufacturer narrative:
See scanned pages.